Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported there was a loss of therapeutic effect. The patient stated the last couple of days prior to (B)(6) 2020 they had been having a problem with group a, which was the group they normally used. The patient could only feel stimulation in their right leg instead of both, and now on (B)(6) 2020 they could not feel stimulation at all in group a. The patient confirmed they had tried changing the stimulation intensity but that did not help. The patient mentioned they were having pain in their left leg again and confirmed it was because they were not able to receive stimulation on group a. It was noted the patient tried group b and c after a stopped working and was able to receive therapy relief, so they were on group b. The patient was redirected to their healthcare provider to check ins settings. No further complications were reported or anticipated.